Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information, and no further information has been provided. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: (B)(6) 2023 revision- intra-op periprosthetic ulna fracture during reaming. Use of fibertape cerclage; complications noted: periprosthetic fracture and ulnar nerve motor and sensory deficit radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial anatomic alignment of the right elbow arthroplasty with subsequent loosening of the ulnar implant, ulnar periprosthetic fracture, and suspected distal humeral osteomyelistis. Fracture only is being evaluated for this complaint it was indicated that the bone fracture as likely due to the patient's difficult anatomy. However, with the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2 the following section was corrected: h6 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right elbow arthroplasty with non-zimmer biomet products on and unknown date. The patient underwent a revision surgery approximately two (2) years and three (3) months ago using zimmer biomet implants due to instability and pain. Subsequently, during the revision while the surgeon was reaming the patient's ulnar bone, the patient sustained an ulnar periprosthetic fracture leading to ulnar nerve motor and sensory deficit.

Event description:
It was reported that while the patient was undergoing a revision surgery while the surgeon was reaming the patient's ulna, the instrument caused a peri prosthetic fracture of the patient's ulna bone.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. G2: foreign: united kingdom. H6: component codes: mechanical (g04): drill. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.